Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper cartridge load process, and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper cartridge load process, and that novolog insulin is indicated for use with tandem supplies for 3 days. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.